Manufacturer narrative:
No information is available about the device in order to perform the testing. Manufacturer is trying to obtain further information. Manufacturer is submitting separate report for each case.

Event description:
The manufacturer was notified on 10 mar 2016 about the early degeneration of 5 perceval valves due to calcification. No further information was provided.

Manufacturer narrative:
Since no information is available at this time, the root cause of the event could not be identified. We are closing the case at this time. If additional information becomes available from the hospital, we would be happy to revisit the case and update FDA.

Event description:
The manufacturer was notified on (B)(6) 2016 about the early degeneration of 5 perceval valves due to calcification. No further information was provided. Additional information provided apr 25, 2016: an (B)(6) years old female patient underwent avr with perceval s valve 23/m on (B)(6) 2013 (plus sovering n°30). A pacemaker was implanted after the avr. In (B)(6) 2015, the patient was hospitalized due to dyspnea and renal insufficiency. The echo showed severe aortic regurgitation and moderate mitral regurgitation, ef 44%, with moderate aortic stenosis. A tavi was performed on (B)(6) 2016 (corevalve evolute r n26).